Event description:
It was reported that the patient experienced hyperglycemia with a reported blood glucose of 332 mg/dl while using the device, with the cause unclear and no alarms reported. Symptoms included no reported clinical manifestations. Outcomes included no need for medical intervention and no hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device alerts and no confirmed device malfunction, and the event was assessed as cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.